Event description:
It is reported that during surgery, the liner was not able to be inserted into the shell. Surgeon used another shell to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.